Event description:
Device 1 of 4. Ref MFR reports: 1627487-2013-26015; 26016; 26021. It was reported that the pt could not feel stimulation despite amplitude having been increased. A sjm rep met with the pt and reprogramming was unable to provide proper coverage. Lead diagnostics showed multiple low or invalid contacts. The amplitude was increased and pt felt a sharp, localized sensation in the middle of his back. The physician was informed and stimulation is to be left off and the pt will get x-rays to verify current place of leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.